Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 25 fractured. Construction was not known. Patient suffered from periimplantitis following bone loss and implant instability fracture was caused by mechanical overloading after 10 years in situ.

Event description:
Implant fracture.